Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter board and rtos board were evaluated and replaced. The coin battery on rtos, gpos an gib boards were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.